Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic sleeve gastrectomy on first firing of the antrum of stomach, the device was unable to fire, unable to press the green button and unable to squeeze the handle. Also the jaws kept opening while the surgeon was closing the tissue and pressing the fire button. They opened a new stapler to complete the case and resolve the issue. The patient was alive with no injury.